Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, which did not require hospitalization. On an unreported date in (B)(6) 2010, the patient began remedial therapy with fortum 1gm, once daily, ip; and reflin 1gm, once daily, ip. At the time of this report, the antibiotic therapy and the dianeal therapy were ongoing. The cause of the peritonitis was reported as unknown. The outcome of the event of peritonitis was reported as resolving. The consumer did not provide a causality statement for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.